Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/21/2017 with the following findings: a review of the black box showed a call service 078 motor rewind error. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms occurred. The pump was opened to find no defects. The call service 078 alarm was unable to be duplicated during investigation.